Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient contacted a nurse to report that the pump was alarming ¿no cassette detected.¿ the event occurred at the patient¿s home while the device was in use. There was patient involvement; however, no harm was reported.